Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed no motor movement, stopped delivery of insulin and unexpected restart. The customer¿s blood glucose level was 357 mg/dl at the time of the incident. The customer stated the alarm occurred during bolus. The customer stated unable to rewind the insulin pump received no motor movement and post-reset ram crc alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement and selftest. The power management graph was in specification. No unexpected pump error alarms or battery power loss anomalies noted during testing. Unable to verify under delivery anomalies due to constant pump error alarms noted during rewind. Unable to verify under delivery anomalies and unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test due to constant pump error alarms. Constant pump error alarms due to moisture damage on motor home switch. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and corrosion on force sensor assembly.